Manufacturer narrative:
Evaluation result: fowler, gas spring tip.

Event description:
It was reported by service report that the fowler is not going up. No pt involvement or adverse consequences are reported.